Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b30 scope communication error could not be determined, however, the issue was likely the result of damage to the image sensor unit/charged-coupled device due to stress of user handling/mishandling, a faulty component on the circuit board and or external factors. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual. Inspection of the endoscope confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that the bending section cover had a scratch and the adhesive bending section cover had a chip; due to damage on the forceps elevator, the bending section cannot be fixed firmly; the number of broken wires in the bending tube blade exceeds the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The olympus distributor reported that the deflectable videoscope had a b30 (scope communication error). There were no reports of patient harm.